Event description:
It was reported that during preparation for a procedure to treat atrial tachycardia using an intellanav stablepoint open-irrigated catheter the irrigation flow was insufficient. They flushed the catheter but the irrigation flow was still weak. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, first, the device was visually inspected and no abnormalities or defects were noted. Next, they functionally tested the steering of the catheter and found the steering and tension control knobs behaved as expected. They then tested the catheter for leaks by blocking the irrigation holes and measuring the pressure decay; the catheter passed this testing without issue. Irrigation was then tested by connecting the catheter to an irrigation pump and the flow was within specifications for all six irrigation holes for the entire duration of the test. Lastly, the catheter was connected to an rf ablation generator for an electrical test. All the metrics were found to be within expected specifications. The returned stablepoint catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
It was reported that during preparation for a procedure to treat atrial tachycardia using an intellanav stablepoint open-irrigated catheter the irrigation flow was insufficient. They flushed the catheter but the irrigation flow was still weak. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received at boston scientific's post market laboratory and analysis completed.